Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that notes on the arctic sun device stated it was not cooling. As per follow up information received via email on 11jul2022, biomed and technical support went through troubleshooting the device and they found that the device was overfilled and was not heating , which was corrected but the device was still not cooling.

Event description:
It was reported that notes on the arctic sun device stated it was not cooling . As per follow up information received via email on 11jul2022, biomed and technical support went through troubleshooting the device and they found that the device was overfilled and was not heating , which was corrected but the device was still not cooling. Per follow up information received via email on 28jul2022, biomed and technician went through troubleshooting the device they found that the device was overfilled and was not heating, which was corrected but the device was still not cooling. Biomed was sending the device in for service and cooling issue. No patient injuries were reported. It was unknown if event occurred during patient use.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was overfill. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.